Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as diabetic ketoacidosis. The customer¿s blood glucose level 500 mg/dl to 600 mg/dl. The customer reports the cannula was bent. The customer was treated with insulin pump for high blood glucose level. The customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.